Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in an arteriovenous graft (avg) in a moderately tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However. During the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in an arteriovenous graft (avg) in a moderately tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However. During the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
D4 updated: 1. Lot number corrected from 0027737838 to 0027427757. 2. Expiration date corrected from 07/26/2024 to 06/02/2024.

Manufacturer narrative:
Device evaluated by MFR.: mustang 7.0 x 40, 75cm, 20atmospheres (atm) was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atm as per mustang specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. D4 updated: 1. Lot number corrected from 0027737838 to 0027427757. 2. Expiration date corrected from 07/26/2024 to 06/02/2024.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in an arteriovenous graft (avg) in a moderately tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However. During the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.